Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products continued: 507652 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was suspect of lead fracture as the right ventricular (rv) and superior vena cava (svc) coils have high impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the the lead was explanted and replaced. No patient complications have been reported as a result of this event.